Event description:
It was reported that infusion set cannula was bent and high blood glucose level which was treated at the hospital with IV saline and insulin on (b)(6)2026.

Manufacturer narrative:
(b)(4) / Initial 3 of 5.Based on the available information, this event is deemed to be a serious injury.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.Reporting Site: 8021545.Manufacturing Site: 3003442380.